Manufacturer narrative:
Investigation reviewed manufacturing records, process controls, and complaint trends. No sample or photos were returned; defect could not be reproduced. Lot history showed compliance with specifications and no deviations. No material, equipment, or environmental issues identified. Risk assessment: overall risk level low. Root cause undetermined; possible user handling factors cannot be excluded. No corrective action or field safety notice required; event will be monitored.

Event description:
It was reported that during a lumpectomy with sentinel lymph node biopsy, the protective sterile probe cover was found to have a breach at the tip after the procedure. Blood was observed on the underlying probe, which is not sterilizable and is intended to remain isolated from tissue contact. The breach compromised the sterile barrier and posed a potential infection risk. The affected cover was discarded, and a replacement sterile cover was applied. No patient harm occurred, and the procedure was completed without delay. No patient injuries, infections, or complications were reported.